Event description:
It was reported that sheath tip damage and a kink occurred. A left atrial appendage (laa) closure procedure was performed. A 33mm watchman laa closure device with delivery system (wds) was used as well as a watchman access system (was) double curve. The implanting physician encountered a complex shaped laa and several attempts were made to place the closure device. Difficulty was experienced recapturing the closure device during these placement attempts. When the device was recaptured and removed from the patient a kink at the tip of the distal marker band was noted as well as a wire protruding from the distal end of the sheath. The procedure was discontinued and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the returned device consisted of a watchman access system (was) with the dilator in the sheath. The hub, sheath, and tip were visually and microscopically inspected. Inspection revealed several kinks in the sheath that spanned 11 to 15.5cm distal of the strain relief. Product analysis confirmed the reported event of a sheath kink but could not confirm the reported tip damage.

Event description:
It was reported that sheath tip damage and a kink occurred. A left atrial appendage (laa) closure procedure was performed. A 33mm watchman laa closure device with delivery system (wds) was used as well as a watchman access system (was) double curve. The implanting physician encountered a complex shaped laa and several attempts were made to place the closure device. Difficulty was experienced recapturing the closure device during these placement attempts. When the device was recaptured and removed from the patient a kink at the tip of the distal marker band was noted as well as a wire protruding from the distal end of the sheath. The procedure was discontinued and no patient complications were reported.